Manufacturer narrative:
A sample was not returned for evaluation. The quality records did not show any evidence of this failure mode reported. This failure on this device can happen if high pressure was applied with the extension tube clamped. The unit label for this product reference 1.14 ml for flow rate and the customer verbatim specifies that it was used at 2.5 ml/sec. This product is not designed to be used with power injectors as this may cause damage in the extension set standard bore or between connections of the product. The engineer also noted that it is important to mention that sharp objects are not used in the assembly process of the extension set. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that during a scan, the patient was receiving an infusion at a flow rate of 2.5 ml/sec. The device's tubing became "swollen like a small balloon" before exploding while the patient's arm was tense. The radiology technician was exposed to both blood and liquid contrast to the eye. At the time of report, no damage had occurred but the user was being followed by the occupational physician. No further information is available.